Manufacturer narrative:
(B)(4). Per specification, there is a 100% inspection for product received, "insure correct inside diameter and outside diameter of tubing," and, "insure material is free from surface defects, bumps, bulges. Confirm surface of sheath is free of excessive dents, bumps or scratches." In addition, the IFU cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight," as well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." This complaint is confirmed based solely on physician's statements; however, it is difficult to determine with any certainty why this failure mode may have occurred. Review of the device history record was unable to confirm any out of spec condition in manufacturing. As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage. This occurrence is relevant to a CAPA, which has been implemented. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Prior similar complaints resulted in the issuance of a CAPA for this failure mode. The investigation of the CAPA led to a revised IFU issued on (B)(4) 2010, which is prior to the sterilization date for this device; therefore, the occurrence rate since this date has been calculated. Insufficient risk to require additional corrective action at this time. We will continue to monitor for similar complaints and have verified the effectiveness of implementing the described corrective/preventive action.

Event description:
The center of the sheath collapsed and the coiling of the sheath came unwrapped. The patient had to undergo anesthesia so a balloon could be used to retrieve the sheath. The sheath was retrieved successfully. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.